Event description:
The customer's mother reported via phone call that the insulin pump had a crack. The crack was on the bottom of the insulin pump near the circle. The insulin pump was not delivering insulin properly. Customer's blood glucose level was 600 mg/dl. He treated his high blood glucose level with a bolus and a syringe. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Insulin pump was received with cracked end cap, cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.